Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2019 and revised and pump replaced on (B)(6) 2020 due to a reservoir tubing tear. One reservoir was received for evaluation. A separation was noted in the reservoir inlet tubing adjacent to the reservoir strain relief. This was a site of leakage. The surfaces of the separation site were smooth and straight, indicating contact with sharp instrumentation. Based on examination of the returned product, it was concluded that the straight, smooth surfaces associated with this separation site indicated contact with sharp instrumentation. This type of separation may then allow the loss of fluid, making the device inoperable. However, because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separations cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, reservoir tubing tear.